Event description:
A report was received that a pt had discomfort and pain at the pocket site whether stimulation was on or off. The physician performed pocket revision where he repositioned the pocket. The pt is doing well after the procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.